Manufacturer narrative:
(B)(4). The device has been received by vyaire and an investigation is currently pending. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that when the avea ventilator was unplugged from wall air the fio2 went from 60% to 100%. The customer stated there was no patient involvement.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspected component and performed a failure investigation. The reported issue was duplicated and was considered an isolated issue due to the blender's calibration not being within the requested specifications as per test standard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.